Event description:
The patient reported thinking the vns may be depleted as the patient has had an increase in seizures. Battery life calculation showed estimated 6.2 years until eos. No additional relevant information has been received to date. No known surgical intervention has occurred to date.